Event description:
The user is experiencing pain over the magnet site that radiates outward and causes extreme headaches. There is concern that the package of the device has shifted inferiorly as the user reported that it sits "lower" than it used to, and this is the cause of the pain. It is thought that the device started moving 2 years prior. The user first reported pain and headaches in (B)(6) 2019. A revision surgery was performed on the user on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during device investigation is reportedly related to the revision surgery, where the electrode lead was inadvertently cut. According to the received information, the revision surgery was performed because the implant housing migrated from its intended position and caused pain. In addition three channels were determined to have migrated out of cochlea, which is a possible contributory factor for the reported pain likely due to electrical stimulation in the middle ear. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing pain over the magnet site that radiates outward and causes extreme headaches.